Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was first inflated at 12 atmospheres for 25 seconds. However, during the second inflation at 13 atmospheres for 28 seconds, the balloon burst. The procedure was completed successfully. There were no patient complications reported.